Event description:
Additional information was received that the patient may have surgery (B)(6), to replace their vns generator. Surgery has been rescheduled a few times so at this point unknown if surgery will occur on that date.

Event description:
A patient implanted with a vns went to have a prophylactic generator replacement on (B)(6) 2011. During surgery it was noted that the patient's lead was frayed. Reported as the insulation was fractured along the portion of the lead in the anterior chest wall pocket. The wire portion of the lead appeared intact. The patient's same generator was implanted back into the patient and not removed as the surgeon felt they would at a later date need full revision surgery. Diagnostics on their device the day of surgery confirmed lead function. System diagnostic testing resulted in, lead impedance ok, output status ok, dcdc 1, and eri no. The patient is developmentally delayed and they do have a history of frequent falls with seizures. It is unknown if the patient manipulated their lead. At this time no further interventions are planned for the patient's vns. Ap and lateral chest and neck x-rays dated (B)(6) 2011 were reviewed. The generator was in a normal orientation in the left chest. Based on image quality, the full insertion of the connector pin inside the header block of the generator could not be assessed. The generator feed through wires appeared to be intact. The electrodes seemed to be in alignment. The strain relief bend and the relief loop could not be assessed due to the poor image quality. Two tide-downs appeared to be present. The tide-down placement could not be assessed due to poor image quality. No gross lead discontinuities or sharp angles could be visualized. The lead wire at the connector pin appeared to be intact no frayed lead was noted. Based on the x-rays received, no gross lead discontinuities or sharp angles could be visualized. A frayed lead was seen in the or during revision surgery; however this was not seen during x-ray review. As the entire lead could not be assessed continuity in that portion of the lead cannot be confirmed.

Event description:
An analysis was performed on the returned lead portion. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the outer silicone tubing appeared to be cut / torn in half approximately 66 mm from the end of the connector boot. One of the inner silicone tubes appeared to be cut / torn in half in this area and the quadfilar coil was bare. During this analysis an abraded opening was not observed on the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found at / near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that since the electrodes were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Good diagnostics were attained prior to the patient's first surgery indicating their lead pin was making contact and no high impedance reported.

Event description:
The patient had full revision surgery and their explanted products were returned for analysis. The generator function was confirmed. The lead analysis is pending completion.

Manufacturer narrative:
Operator of device corrected data: lay user/patient not physician. Type of report corrected data; omitted on initial report, 30 day report.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr) corrected data for report 03. Date should have been (B)(6) 2012. Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuity noted. Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient in the future may have their vns generator replaced on their back. No surgery date has been set up at this time. The patient spins and manipulates their current generator.